Event description:
User received positive covid test result from using this test device and performed a pcr test to verify and received a negative covid result. The user feedback is that the fastep covid-19 antigen home test provided a false positive result. Product used was from lot i2301009.

Manufacturer narrative:
Investigation was performed on product from the same lot and all products met specifications. Based on the testing results of product from the same lot, the covid-19 ag rapid test (lot i2301009) showed acceptable performance, and no false positive or false positive occurred during the whole 30 min when testing negative clinical samples, even some challenging specimens (very sticky, over-dose sample volume of swab).